Event description:
It was reported to philips that the display is missing a softkey. There was no patient involvement.

Event description:
It was reported to philips that the display is missing a softkey. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that the display assembly was missing a softkey that required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of a softkey on the display assembly. The display assembly was replaced and the device passed all subsequent testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.